Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a, lot# l41443, implanted: (B)(6) 1997, product type: lead.

Event description:
The consumer reported via the manufacturer representative that there was high impedance on the lead not being used. It was unknown what led to the issue and reprogramming was tried but the lead was not functional. No interventions were taken and the issue was not resolved at the time of the report. It was noted that the lead was not functioning but was not needed at the time of the report. The indication for use was failed back surgery syndrome. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.